Manufacturer narrative:
The patient has an infection. A revision surgery is planned to exchange the poly inserts. Review of the device history record indicates the device was manufactured to specification. All sterilization requirements were met.

Event description:
The patient has an infection. A revision surgery is planned to exchange the poly inserts.